Event description:
It was reported that (1) device was using during a thoracoscopy. It was reported by the rep that the cartridge fell out of the stapler when fired. There was no consequence to the patient.